Manufacturer narrative:
There was a lot of debris buildup in the unit in the water line, water solenoid, and handpiece cable which contributes to the insert warming up during use due to water flow restriction.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 scaler, the insert tip was heating up; no injury resulted.